Event description:
While the consumer was driving the chair in the kitchen. The chair would allegedly not turn off and drove by itself. No injury is alleged.

Manufacturer narrative:
Consumer reports while transgressing their kitchen with their chair, it would not turn off. No injury reported and no damage had occurred. Consumer reportedly did not turn their chair back on. MDR filed as a conservative measure.